Event description:
Pt was presented to the interventional lab for the coiling of a 0.7 x 0.9 cerebral aneurysm in the internal carotid artery (ica). The pt had a history of hypertension. The info received states that thhe coil pre-maturely detached from the coil detachment point and eventually separated into four pieces. A dcs syringe was used in the procedure and this was the first coil used. Before attempting to deploy this coil, the syringe never exceeded the black line beyond position #3 and the microcatheter (mc) and the coil were aligned. Also, it was verified under flouro, that there was no stress against the mc or the delivery tube. Pressure on the syringe was never taken to the green zone or the red zone. The physician used a snare to remove 3 parts of the coil from the pt. One part of the coil was left "dangling" at the neck of the aneurysm in the ica. Because of this event, the procedure was prolonged 240 minutes. The pt is ambulatory, but needs assistance.